Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, several months ago, left ventricular (lv) pacing failure and high out of range lv pacing impedances of greater than 2500 ohms were observed. The lead polarity was reprogrammed to help resolve the issue. The patient was noted to be pacemaker dependent. A few months later, the patient felt ill and was hospitalized due to heart failure. It was discovered the lv pacing impedance was again greater than 2500 ohms. An urgent operation was scheduled, but there was a risk of complications as the patient's diabetes results were not good. The replacement procedure was therefore delayed a few weeks, so the patient could receive treatment for their diabetes. Prior to the replacement procedure, an obstruction was observed under angiography in the left vein and there was an adhesion on the superior vena cava vein. As a result, the decision was made to surgically abandon this lv lead instead of removing the lead. It was noted, in the fractured part of the lv lead, the wire was completely cut off at both ends of the sleeve, and some of the insulation was worn out. From the right vein, a new lv lead was inserted, tunneled under the chest skin and successfully implanted. No additional adverse patient effects were reported.